Event description:
It was reported that during a laparoscopic chole procedure, once the trocar entered the abdomen, the safety shield did not click back into position. There was no pt consequence. It was not reported how the procedure was completed.